Event description:
The device was implanted on 11/25/96 for left subclavian infusion of chemotherapy. On 5/9/97, the facility nurse contacted the MFR and reported that the device was scheduled to be explanted on 5/14/97 and she would like to return it to the MFR for analysis. The device was being explanted due to the inability to obtain a blood return. This event was originally addressed in medwatch report #1219454-1997-00054; however, this file was closed because the device remained implanted and no date had been scheduled for explantation of the device. As a result, this file was opened to address the return and analysis of the device.